Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure was performed due to an acute mi. The physician placed a taxus express2 drug eluting stent in the mildly tortuous, mildly calcified proximal left anterior descending (lad) artery, which was 100% occluded. The lesion was pre-dilated with a maverick 2.5x15mm balloon and post-dilated with a 3.0x15mm quantum balloon. According to films, the result was adequate. Two hours post procedure the pt presented with EKG changes and angiography confirmed the lad was completely occluded due to thrombosis at the stent site and distal to the stent. The physician placed a taxus 3.0x16mm stent and post dilated with a quantum 3.0x15mm balloon. The pt was then placed on a balloon pump and remained in the hospital. Patient was on plavix and physician feels this could be a potential plavix resistance issue. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.